Event description:
It was reported that the catheter shaft broke. The target lesion was located in the heavily calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the device had difficulty advancing past the lesion, however the catheter shaft broke. The device was intact when removed completely from the patient's body. No patient complications were reported.

Manufacturer narrative:
Added device code: difficult to advance - a150205. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon folds were wrapped. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that a break was confirmed in the hypotube. The break was located at 22.3cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. The damage to the hypotube is consistent with excessive force having been applied to the hypotube shaft. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the heavily calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the device had difficulty advancing past the lesion, however the catheter shaft broke. The device was intact when removed completely from the patient's body. No patient complications were reported.